Event description:
It was reported that during a tonsillectomy and adenoidectomy procedure the physician used a evac 70 xtra hp plasma wand. Post operatively it was noticed that the patient's right cheek was slightly burned. No information was provided as to the severity of the burn, treatment received, or any additional details regarding the event.